Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 12jun2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 60 colony forming units(cfu) as comprising of the following 5 isolates: 1: positive cocci - staphylococcus petrasii, 2: positive cocci - micrococcus luteus/yunnanensis, 3: negative rods - sphingomonas mucosissima, 4: positive cocci - staphylococcus epidermidis, 5: positive cocci - staphylococcus epidermidis. Study number: (B)(4). The long term loaner duodenoscope was received by pentax medical for evaluation on 18jun2019. The duodenoscope is pending evaluation.